Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8198188. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that intima-ii y 24gax0.75in mz prn slm npvc q-syte was unable to connect during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that q-syte on y-port was unable to connect with flushing syringe (suspected to be wrong size) during the usage of the catheter.